Event description:
The account reported that the side rail was damaged and would not latch. The bed was located in storage at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the side rail had a broken weld but could not determine if it caused by abuse or normal wear. The tech replaced the side rail to resolve the issue. Based on this info, no further action is required.